Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient an out of range signal for a unknown amount of time on (B)(6) 2015. The distributor did not report any injury or medical intervention. The patient is using a out of warranty transmitter.

Manufacturer narrative:
(B)(4). The complaint device was not returned and data was not provided; therefore, the reported event of out of range error cannot be confirmed. However, the transmitter was used beyond the six month limited warranty period. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the transmitter product specifications states, the transmitter has a limited warranty of six months. A definitive root cause cannot be determined for the reported event.